Event description:
The physician was inserting an implantable port. After the port was secured in place, the physician attempted to remove the introducer. There are two tabs on either side of the introducer that are used to do this. As the tabs were pulled, one of them broke off in the surgeon's hand. The surgeon was able to remove the introducer without incident. The patient was not harmed. However, the surgeon said he considers this to be very dangerous as the event had the potential to have ruptured the patient's artery. The surgeon and staff involved in the event are very experienced and have performed this procedure hundreds of times. No one involved in the event, including the physician, has had this happen before. There were no obvious defects to the device that were seen before implanting the port. No unusual/excessive force was used to pull the tabs. The tabs were not twisted or flexed/dorsiflexed. The surgeon believes there may be a problem with the way this device was manufactured. The port itself remains inside the patient. The introducer and tabs as well as device packaging are being returned to the manufacturer. We are awaiting their device return kit at this time. The surgeon believes there may be a problem with the way this device was manufactured.